Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the display lens was cracked and scratched and the label was damaged. Evaluation revealed that the rubber keypad was missing. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the ok button was intermittently unresponsive. The contrast contact was found to be missing. There was contamination found under all contacts.

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts. This report is made based on results of investigation completed on (B)(4) 2012.